Event description:
A customer reported to the FDA and the FDA reported to baxter corporate product surveillance on (B)(6) 2011, that a nurse was in the medication room preparing IV tubing. A normal saline (ns) bag was spiked with the baxter continu-flo solution set and even thought the tubing was clamped, the ns started to fill the drip chamber and run through the line. A leak was noted in the tubing with the ns squirting out of the leak. The tubing had just been taken from the package; this set was being prepared for a patient, however the patient was not connected to the set; therefore there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.